Manufacturer narrative:
Patient code 3191 is being used to capture the additional medical intervention performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms, pace impedance measurements of greater than 3000 ohms, noise, and oversensing. The noise was unable to be reproduced. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service. Additional information received reported that this patient was opting to not have surgery at this time. Therefore, all bradycardia and tachycardia therapy was programmed off. No additional adverse patient effects were reported. The device was later explanted due to other/non product experience, and the non boston scientific leads were explanted due to product performance issues. A new system was implanted. The explanted device was returned for analysis.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional medical intervention performed.

Event description:
Additional information received reported that this patient was opting to not have surgery at this time. Therefore, all bradycardia and tachycardia therapy was programmed off. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms, pace impedance measurements of greater than 3000 ohms, noise, and oversensing. The noise was unable to be reproduced. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.